Event description:
Delay of IV solution infusion during alarm condition reported. A customer medwatch was received which stated: "IV had been running without problem. IV stopped for blood and restarted for fluid bolus. Took 15 minutes to change IV pump which did not work and then change tubing which worked. Pt blood pressure had dropped." Add'l info received from the customer stated: "IV had been running without problem. IV stopped for blood transfusion about 1/2 hour. IV restarted for fluid bolus as pt's blood pressure dropped to 80's systolic." Customer stated during telephone conversation that the pt's blood pressure returned to normal limits, and there was no report of any treatment given to solve the problem. No pt harm was reported. Add'l info was requested, but no further info was available.